Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cadd medication cassette reservoir appeared to hold air and bubbled and then leaked. No adverse event was experienced by the patient and they ceased use of the faulty cassette.

Manufacturer narrative:
Multiple cadd cassettes were returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified on the open cassette only. The other unopened cassettes were not leaking. Manufacturing processess were reviewed and no anomolies found by the engineering and quality teams. The problem source is unknown.